Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred an endovascular treatment (evt) procedure was being performed via contralateral approach. The 90% stenosed target lesion was located on the mildly tortuous and moderately calcified iliac vein artery. An 8.0mmx60mmx135cm (4f) sterling balloon was advanced for post-dilatation. However, during inflation at 14 atmospheres the balloon ruptured. The device was removed from the sheath. The procedure was completed with a another sterling balloon catheter. No patient complications were reported and the patient status was good.